Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general), irregular bleeding') in an adult female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paragard. Concomitant products included drospirenone + ethinylestradiol (yasmin) from 2004 to 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), menstrual pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2011, the patient experienced abdominal pain ("abdominal pain") and arthralgia ("joint pain"). In 2012, the patient was found to have weight increased ("weight gain/loss (spcify which one) : gain"). In 2013, the patient experienced anxiety ("psychological or psychiatric problems- conditions: anxiety") and depression ("psychological or psychiatric problems- conditions: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), diarrhoea ("gastrointestinal or digestive system condition: diarrhea"), constipation ("gastrointestinal or digestive system condition type: constipation") and gastrointestinal pain ("gastrointestinal or digestive system condition type: pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - vaginal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, diarrhoea, abdominal pain and gastrointestinal pain outcome was unknown, the genital haemorrhage had resolved and the arthralgia was resolving. The reporter considered abdominal pain, anxiety, arthralgia, constipation, depression, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: tolerated the procedure without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.109 kgs. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Apparent bilateral total occlusion by escher devices. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. New event: gastrointestinal or digestive system condition- type : constipation and gastrointestinal pain added. Gi disorder updated to diarrhea. Onset dates added. Outcome for joint pain added. Historical drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general), irregular bleeding") in an adult female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), menstrual pain"). In 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), abdominal pain ("abdominal pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - vaginal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, abdominal pain and arthralgia outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: tolerated the procedure without difficulty diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.109 kgs. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Apparent bilateral tobal occlusion by escher devices. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc(product technical complaints). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general), irregular bleeding") in a female patient who had essure (batch no. 627437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping), menstrual pain"). In 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), abdominal pain ("abdominal pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - vaginal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, gastrointestinal disorder, abdominal pain and arthralgia outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: tolerated the procedure without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on an unknown date: total bilateral occlusion. Apparent bilateral total occlusion by escher devices. Pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Event injury nos replaced with pain, abnormal bleeding (general), irregular bleeding, vaginal bleeding, menorrhagia, anxiety, depression, migraines, headaches, dysmenorrhea (cramping), menstrual pain, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition, abdominal pain and joint pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.